Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus india, there was the possibility that the reported phenomenon was attributed to the deposition of the severe dust inside the device or s socket due to the user's use in a dusty environment and not taking care of it. The instruction manual instructs "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was flicker during the preparation for the unspecified procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device. The image of the subject device was intermittent flickering. Also it was found the dust inside the output socket of the subject device which might have caused the intermittent flickering image. There was no report of patient injury associated with this event.